Manufacturer narrative:
The device involved in the event was not returned; therefore, a return sample evaluation was not performed. Based on the information currently available and technical review, although no adverse event was reported, there is the possibility of: electric shock, burn, or a thermal event associated with exposed wires. To date there were no reports of above mentioned harms due to unit having frayed cords . It can be concluded that frayed cords can cause failures identified by posed risks of discussed harms and moderate risk of fracture. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received report of an exposed wire on a diamond glow pro power cord. There was no patient or provider safety impact.